Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and a prime anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump continued to prompt him to perform the prime process. Customer decline prime anomaly troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, self test, prime test and excessive no delivery test. No prime or fill anomaly was noted. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with intermittent all the buttons response due to flattened all the buttons dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. The device was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and scratched reservoir tube window.